Event description:
Ambulance attended cardiac arrest. Pt in vf. The device failed to charge. Another defibrillator was taken from another ambulance and used. The pt was not resuscitated.

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The root cause of the reported event was not determined. (B)(4). Except as provided by 21 cfr 803.56, medtronic emergency response systems does not intend to submit additional info on this event to FDA.